Event description:
It was reported when using the bd plastipak¿ hypodermic luer-lok¿ syringe the tip/luer of the syringe broke off. The following information was provided by the initial reporter. The customer stated: "after the patient's dialysis infusion, the nurse had just flushed the arterial lumen and when removing the syringe from the lumen the tip of the syringe remained in the arterial lumen. Nurse and ward manager had to manipulate the tip of the syringe out of the lumen as we were unable to connect the lines until it was removed. Tip was removed successfully. Patient aware of incident when it occurred. Individual not harmed by incident."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: photos received for investigation, upon visual inspection of the pictures received it can be seen the tip of the syringe is completely detached from the device. It is described in the complaint how the tip was detached while using the syringe with another device. This defect may appear when the luer connection is over screwed. No changes have been done in raw material or process that could lead to the defect experienced by customer. A device history review was performed for the reported lot 2107086, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since all manufacturing records stablished processes were carried out normally, root cause of the alleged defect cannot be confirmed.

Event description:
It was reported when using the bd plastipak¿ hypodermic luer-lok¿ syringe the tip/luer of the syringe broke off. The following information was provided by the initial reporter. The customer stated: "after the patient's dialysis infusion, the nurse had just flushed the arterial lumen and when removing the syringe from the lumen the tip of the syringe remained in the arterial lumen. Nurse and ward manager had to manipulate the tip of the syringe out of the lumen as we were unable to connect the lines until it was removed. Tip was removed successfully. Patient aware of incident when it occurred. Individual not harmed by incident."